Manufacturer narrative:
A4 and a6 are unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella cp device was inserted into the right femoral artery in a 85-year-old male patient presenting, in scai stage a shock, prior to initiation of support. The impella was inserted for ventricular support for a high-risk percutaneous coronary intervention (pci). It was reported that the adverse event (ae) of supraventricular tachycardia (svt) had a probable relationship to the pump. After the procedure, the patient was in svt with unclear rates or rhythm. Synchronized cardioversion was performed which put the patient in atrial flutter. Amiodarone 150mg bolus was given which converted the patient into sinus tachycardia. The patient was sent to the intensive care unit (ICU) intubated for respiratory support and with vasopressors. No further episodes were noted in ICU. The post-procedure outcome is unknown. The impella functioned at p-3 at 2.3l/min. Percutaneous coronary intervention can cause arrhythmias, often as a result of reperfusion (restoring blood flow) or the physical manipulation of the heart catheter. While pci is used to treat blockages, it can temporarily induce ventricular arrhythmias, atrial fibrillation, or bradycardia during or immediately after the procedure. In addition, arrythmias can occur if the impella is not correctly positioned.

Manufacturer narrative:
B5: added the updated clinical review d4: corrected the UDI h6: added a01.

Event description:
An impella cp device was inserted into the right femoral artery in a 85-year-old male patient presenting, in scai stage a shock, prior to initiation of support. The impella was inserted for ventricular support for a high-risk percutaneous coronary intervention (pci). There was a minor bleed at the access site that was remedied by a pressure hold of 15 minutes. The dressing and site were monitored, as was the blood work of cbc, but no further intervention was deemed necessary. It was reported that the adverse event (ae) of supraventricular tachycardia (svt) had a probable relationship to the pump. After the procedure, the patient was in svt with unclear rates or rhythm. Synchronized cardioversion was performed which put the patient in atrial flutter. Amiodarone 150mg bolus was given which converted the patient into sinus tachycardia. The patient was sent to the intensive care unit (ICU) intubated for respiratory support and with vasopressors. No further episodes were noted in ICU. The post-procedure outcome is unknown. The impella functioned at p-3 at 2.3l/min. Percutaneous coronary intervention can cause arrhythmias, often as a result of reperfusion (restoring blood flow) or the physical manipulation of the heart catheter. While pci is used to treat blockages, it can temporarily induce ventricular arrhythmias, atrial fibrillation, or bradycardia during or immediately after the procedure. In addition, arrythmias can occur if the impella is not correctly positioned.

Manufacturer narrative:
G2 added selection that was omitted from the initial report that was submitted. H6 type of investigation, investigation findings, investigation conclusions and component codes were updated accordingly based on the completed investigation. Investigation summary: tachycardia/peri-procedural adverse event: the cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
This follow-up MDR is being submitted to correct information provided in a previously submitted MDR and to document additional information received from a clinical study coordinator. Additional information received indicated that the patient experienced bleeding from the impella access site in the right groin, described as profuse at onset. Manual pressure was applied for approximately 15 minutes, after which the bleeding resolved. The patient remained hemodynamically stable throughout the event, and no additional intervention was required. Follow-up assessment noted the access site to be clean, dry, and intact. This additional information does not change the reportability of the event, which remains reportable due to tachycardia requiring intervention. Section d1 (brand name) and section d4 (serial number) have been corrected. Section h6 has been updated. H6 health effect¿clinical code ¿hemorrhage/blood loss/bleeding¿ (e0506) based on the additional information received.